Manufacturer narrative:
The field service engineer (fse) addressed the wash pump/valve motion errors by replacing the wash pump belt, sensor and seals. The seal and rotor on the wash valve were also replaced. The fse replaced the aspirate probe tubing as a proactive measure as the tubing had been trimmed to each specific aspirate probe. The fse verified volume checks on the aspirate probes, dispense probes and substrate probe; no issues were noted. The fse verified all pipettor alignments and made one minor adjustment. The fse increased the mixer speed from 2,450 rpm (rotations per minute) to 2,500 rpm. The fse verified the ultrasonic voltage was set to 197v. A routine system check and a precision test were performed both of which passed within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Rotor. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this event: 2122870-2013-00953, 2122870-2013-00954, 2122870-2013-00955.

Event description:
The customer reported falsely elevated initial troponin I (access accutni) results, primarily above the acute myocardial infarction (ami) limit, for four patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. This report is three of three referencing the fourth patient on the event date noted. Subsequent testing of the patient¿s original sample, on the same instrument, produced a negative result within the normal reference range. The elevated result was released out of the laboratory. As a result, the patient was transferred to another facility for further evaluation. The sample was retested for troponin at the new facility and a result of 0.01 ng/ml was obtained. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome received from the customer. Quality control (qc), prior to the event, generated no value, indeterminate (ind) flagged results in conjunction with wash pump/valve motion errors. Beckman coulter customer technical support (cts) assisted the customer in cleaning the wash valve and replaced the aspirate probes. The customer performed quality control and a routine system check which passed within assay and instrument specifications. After several hours of operation, the customer stated the wash pump/valve motion errors returned. The patients¿ samples were collected in 13x75 mm lithium heparin plasma tubes without gel and centrifuged at 3,500 rpm (rotations per minute) for eight minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.